Event description:
It was reported that during an arthroscopy, t2 of the ultra fast fix would not stay locked. T1 of the second device was removed from the patient. The procedure was completed with a back-up device with a non-significant surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
B5 updated. H3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned with the suture and t2 disengaged. There is fraying where t1 was attached to the suture. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, t2 of the ultra fast fix would not stay locked. T1 was removed from the patient. The procedure was completed with a back-up device with a non-significant surgical delay. No further complications were reported.